Event description:
Follow-up information provided the patient¿s ipg was inoperable as it would not communicate with external devices. As a result, the patient is awaiting surgical intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to charge ipg. The patient last charged approximately a month ago and lost stimulation on (B)(6) 2018. Field representative will meet with the patient.

Manufacturer narrative:
Describe event or problem: additional information was received.

Event description:
It was reported that the patient had their ipg explanted and replaced. Effective therapy was restored post-op.